Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system stored a smart pass episode that revealed undersensing due to low amplitude. Technical services (ts) reviewed the episodes and found oversensing and provided troubleshooting steps. No adverse patient effects were reported. This electrode remains in-service.